Manufacturer narrative:
The reported product was not returned and a comprehensive device investigation could not be performed.

Event description:
Post-paced t-wave oversensing and episodes of non-sustained right ventricle oversensing were noticed upon interrogation of the device during a follow-up appointment. Reprogramming was recommended and anticipated at next follow-up. There were no patient consequences.